Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer stated that her doctor made adjustments to her pump. The customer stated that when she inserts for the first 5 minutes, it is itchy and there is a mark. The customer stated that her low alerts are not as accurate as her high alerts. The customer stated that sometimes her sensor readings will be in the 90s mg/dl. The customer was advised to call back.